Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted stryker to report that their customer's device would intermittently deliver defibrillation energy. There was no patient use associated with the reported event.

Event description:
The third party service agent contacted stryker to report that their customer's device would intermittently deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was evaluated by the third party service agent and the reported issue was not able to be verified and not able to be duplicated. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The root cause was unable to be determined.